Manufacturer narrative:
(B)(4). Evaluation of the returned device found the needle plunger, link, posterior needle, monofilament, anterior cuff, and posterior cuff were not returned, which limited the scope of the report. The guide tube was peeled back indicating no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. The cause and confirmation of the reported experience could not be determined based on the condition of the returned device and due to the missing parts. Based on the device evaluation, a root cause for the reported experience could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the knot was advanced to the arterial surface with the snared knot pusher, the suture broke. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.